Manufacturer narrative:
(B)(4). H6: mechanical (g04), drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument was worn. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h11. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.